Manufacturer narrative:
The customer call included report of six (6) elevated patient results. This report documents one patient result. Separate mdrs are filed for each results. The related report numbers are referenced in the 3500a form for traceability.

Event description:
On (B)(6) 2026, the customer reported that they have continued to see elevated patient test results since speaking with leadcare technical services (ts) on (B)(6) 2025 (ref. (B)(6). The customer stated they are following the instructions previously provided by ts; however, the leadcare test results are "abnormal". Ts requested additional information including the leadcare analyzer s/n, the leadcare ii blood lead test kit lot#, the actual test result value(s), and the most recent control values. On (B)(6) 2026, the customer reported one (1) patient leadcare ii blood lead test result of 3.4 ug/dl. The patient is a child less than 2 years of age. The patient was not sent for confirmatory testing. The customer stated that the controls had been tested and confirmed that they were both in range as noted below: level 1 = 10.5 ug/dl (target range = 7.5-13.5 ug/dl). Level 2 = 25.1 ug/dl (target range = 24.5-32.5 ug/dl). The customer was asked to describe their method for blood lead capillary sample collection and stated that (1) the patient's hands were washed with soap and water, then allowed to air dry, (2) the collection site was wiped with alcohol pads then lanced, and (3) the first drop of blood was removed without touching the skin. Customer also confirmed filling the capillary tube provided with the test kit to the black line with no air bubbles, removing the excess with a clean gauze pad, then dispensing the contents into the treatment reagent (tr) tube using the plunger. Customer reported mixing the tr tube by inverting it 8-10x, then using the dropper provided in the test kit to dispense the sample onto the "x" of the sensor. The customer stated that there was no hvac or ventilation source near the analyzer and that no construction was taking place in or near their facility. The test kit contents are kept in their original containers, with the caps on, until immediately before use. Ts provided a replacement test kit to the customer, and requested return of the customer's lot#: 2520m-06 test kit to facilitate additional investigation of the reported problem. On (B)(6) 2026, the customer reported that testing with the replacement kit was "going well". The returned partial test kit was received by magellan on 02-03-2026 with sufficient material for testing. As of the date of this report, the investigation of the reported problem has not been completed.